Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient came in for a post op visit and one lead had migrated down two levels. Patient stimulation still able to be programmed with other lead. No further issues at this time. The issues has been resolved at the time of this report. No further patient symptoms or complications were reported in this event. Patient is alive with no injury.